Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck during injection and on implantation into the eye the lens was chipped. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The event description identiifes that the lens got stuck prior to being delivered into the eye. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point it became trapped is a deviation from the IFU and the likely contributory/causative factor to the lens being delivered into the eye in a damaged condition.

Event description:
On 29th september 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the injector and on implantation into the eye was chipped necessitating lens explantation and exchange.